Event description:
It was reported that the sonic control serrated knife was being used in a posterior cervical laminectomy for fine bone dissection when the tip broke off and fell into the surgical site. It was confirmed that the tip fragment was removed successfully without harm or injury to the patient. There were no other patient or user injuries, and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed after the device is received and the quality investigation has been completed. H3 other text : not yet received by manufacturer

Manufacturer narrative:
The device was not returned for evaluation, therefore, the reported event was not able to be confirmed. Not returned for evaluation.

Event description:
It was reported that the sonic control serrated knife was being used in a posterior cervical laminectomy for fine bone dissection when the tip broke off and fell into the surgical site. It was confirmed that the tip fragment was removed successfully without harm or injury to the patient. There were no other patient or user injuries, and no adverse consequences.